Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to monitor the device closely and to call back if the issue reoccurs.